Event description:
Prior to lasik surgery, I never had a problem with dry eyes. They explained that any risks associated with lasik eye surgery is very rare, although I believe I did sign a consent related to this. Now, post-lasik and 7 months later, my left eye is continuously blurry. I see stars around car lights and halos at night. Some days are so bad, I can't see anything clearly at all. The doctors at nationwide have told me that I have "dry eyes", and that part of my cornea is "sloughing off" due to the dryness, in the cornea. This sloughing is causing a film over my left eye, and therefore prescription glasses wouldn't even help. The right eye is also dry, but not as bad as the left. I also have headaches frequently, which I never did before the surgery. They are now telling me I have to use eye drops every 30 minutes to 1 hour on a daily basis, and that it should get better. What I'm reading though is that this could be permanent, and this really scares me. (B)(6).